Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display does not work. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that a child fell on the pump and the display is blank and does not appear. No further details given.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker.